Event description:
It was reported that the target lesion was a mid lad restenosis. Pre-dilatation was performed and the multi-link stent was advanced; however, it became caught before the lesion. The multi-link stent was implanted proximal of the intended site. Another stent was used to treat the lesion.